Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective scale markings was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of defective scale markings was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective scale markings. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with bd preset¿ eclipse¿ the scale markings were discovered to not be readable. The following information was provided by the initial reporter, translated from chinese to english: stage: when unpacking. Flaws: found in gp, the scale is spiral. Quantity: 1 piece.